Event description:
The surgeon noted that the covidien endo clip ii, the clip applier would not fire. A second device was used without incident. It is unknown if the second device was the same or different lot number.====================== manufacturer response for covidien endo clip ii, endo clip ii (per site reporter).====================== none at this time.